Event description:
On 10-apr -2026, a facility representative submitted a consignment removal request via phone regarding a single ar-3637 1.8 knotless fibertak® implant system/lot#15508026. The implant failed during a biceps tenodesis and labral repair. It locked up prematurely, and they were unable to tension it properly. The surgeon had to cut it out and use a new implant kit. There was a delay of less than five minutes with no adverse effect on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.